Event description:
The customer reported that 81 patient samples were rerun after a suspicious total bilirubin result of 0.0 mg/dl was obtained on a unicel dxc 800 synchron system. The customer noted that the samples were rerun on an alternate dxc 800 analyzer. The customer stated that out of the 81 samples which were rerun, the magnitude of error on 12 results were considered outside the total 2 standard deviation (sd) precision total bilirubin claim of 0.4 mg/dl. Out of the 12 results which were considered outside of the precision claim, 4 patient sample results were amended and sent to the physicians. The customer noted that qc levels had been running just at the established 2 sd range during this period. The customer had confirmed that there was no affect or change to patient treatment in connection with the event. Beckman coulter field service engineer (fse) was dispatched and adjusted the mono gap and performed photometer alignments. Failure mode was determined to be the photometer used on the cartridge chemistry side of the instrument.